Event description:
It was reported that the patient met with his doctor and sales representative because he is having a hard time activating his implant. The dr. Was able to inflate the device after he toggled back and forth several times the inflate bulb and deflate button. When inflated, the patient was not happy because his penis curves downward. The physician thinks that the cause of the inflation issue is the pump or a kink in tubing. It was further reported that the patient underwent a surgical procedure to remove and replace his pump. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient met with his doctor and sales representative because he is having a hard time activating his implant. The dr. Was able to inflate the device after he toggled back and forth several times the inflate bulb and deflate button. When inflated, the patient was not happy because his penis curves downward. Additional information received. The physician thinks that the cause of the inflation issue is the pump or a kink in tubing. There is not a surgery scheduled at the moment.